Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. E1: initial reporter address: (B)(6). G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - aibonito, rd 721 km 0 3 po box 1389, aibonito 00705, puerto rico.  Baxter healthcare - cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago 30106, costa rica. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set leaked; further described as "leaked non-hazardous material through the non-dehp microbore catheter extension set". This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d1, d4. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.